Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt was "very spastic" and add'l boluses were not helping the pt. The pt's info was not reported. Add'l info has been requested, a f/u reported will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).